Event description:
Reporter alleged discrepant values between the blood glocuse monitoring device and a valid lab comparative. Reporter stated meter read "hi" and the lab was in the low 300's mg/dl. Reporter stated controls were run and found to be within range however sometimes has to test them several times in order for controls to pass. It was reported treatment information was not provided along with any actions taken as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.